Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the instrument test well images and instrument in question. The test well images in question looked visually hazy and weakly positive. There were no errors during processing. An immucor field service engineer (fse) visited the customer site on (B)(4) 2019 and replaced the probe assembly, the 100 ul and 1,000 ul syringes due to worn components. The fse also performed a full decontamination of the instrument. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported multiple unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument for the same individual patient, when tested on (B)(6) 2019.